Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The allegation is against 1 of 2 extensions; however, it is unknown which extension, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs extension, model: 3343ans, UDI: (B)(4), serial: n/a, batch: 4707957.

Event description:
It was reported, the patient's therapy was auto-reducing. A lead diagnosis was performed and revealed high impedances across 3 out of 4 leads. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein an extension was explanted and replaced to address the issue. It is undetermined which extension was replaced.